Manufacturer narrative:
The pipeline device has not been returned for evaluation; product analysis cannot be performed. Based on the reported information, there does not appear to have been any defect of the device. The event occurred in the patient po st-procedure and its cause could not be conclusively determined from the reported information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report of a patient death after pipeline implantation. The patient had undergone pipeline embolization device (ped) placement in the treatment of a giant, carotid siphon aneurysm. It was reported that three years after ped placement, the patient suddenly passed away. An autopsy was performed, but the results did not allow for a diagnosis or cause of death. During the autopsy, both the brain and internal carotid artery were removed. The pipeline was reportedly occluded.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The treating physician believes it was not thrombus, but intima hyperplasia or narrowing of the vessel in the pipeline. The physician also did not conclude this was the cause of death, since this narrowing could have been there for years prior. It was also believe by the physician that the patient was off the dual antiplatelet therapy (dapt).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information from the treating physician, there was no occlusion of the pipeline.